Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump exhibited ?double beeping". No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy plus pump was returned for analysis. Review of device history log power down pump turned on messages after pump starting follow disposable attached. Device testing included functional testing. The pump's defective sensors caused the reported problem. The customer's reported problem was not able to be duplicated. But' based on pump's history log reported issues were confirmed. Problem source could not be identified.